Manufacturer narrative:
Insulin pump received with intermittent button response due to flattened (escape and act ) button dome switch (no crease) and no unlocked j2/liquid-crystal display keypad connector noted during visual inspect. Unable to perform all functional testing including the displacement, operating currents, unexpected restart test, rewind, basic occlusion, occlusion, prime and excessive no delivery test due to buttons not responding. Insulin pump received with partial broken reservoir tube lip. The p-cap locks into the reservoir compartment properly noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the action button was hard to press. The retainer ring was broken. The reservoir was able to lock in place. No harm requiring medical intervention reported. The insulin pump will be returned for analysis.